Event description:
A call was received through technical services reporting fluctuating/high hv impedances (60-600 ohms). When ICD then configured to 'active can on', hv impedance stable and svc impedance > 200 ohms. The lead was capped and replaced, and the ICD remains implanted with active can 'on' configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - no anomalies found. Proximal segment returned and analyzed. Other: a call was received through technical services reporting fluctuating/high hv impedances (60-600 ohms). When ICD then configured to 'active can on', hv impedance stable and svc impedance > 200 ohms. The lead was capped and replaced, and the ICD remains implanted with active can 'on' configuration. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Impedance, high, impedance, low.